Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified and mildly tortuous anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous lesion in the proximal left anterior descending (plad) artery. During the procedure the 2x15mm nc trek balloon dilatation catheter (bdc) was advanced to the lesion and inflated one time to 8 atmospheres (atm) when the balloon ruptured. The bdc was removed and a pin-hole rupture was confirmed. A new, same sized nc trek was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.